Event description:
The customer reported via the clinical research manager that a patient underwent a revision surgery of their mitch per hip replacement due to late femoral neck fracture post resurfacing. The primary surgery was performed on (B)(6) 2008. The customer reported that the acetabular component was revised and replaced with a 64mm uncemented trident acetabular cup with a 36mm x3 polyethylene bearing and the femoral head was revised to a 36mm medium ceramic femoral head. The customer indicated in the adverse incident report that the explant is not available for investigation although no further explanation was given. The adverse incident report indicates that there was no fluid collection in the joint and no sign of metallosis. Furthermore, the customer reported that the old femoral component was stable and therefore left in situ. The patient was a subject in a clinical study run by the hospital (patient ID: (B)(6) per surveillance study). Update (B)(6) 2014: - the customer reported that the femoral stem was also revised to an exeter v40 cemented stem (offset 44, no. 2). The primary procedure was performed at a different hospital and therefore the hospital is struggling to provide product and lot codes for the primary devices. They believe the explants were discarded.

Manufacturer narrative:
The catalog number and lot code of the femoral stem explanted were not provided. An unknown mitch head and cup (both manufactured by depuy) were also noted in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.